Manufacturer narrative:
D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg there was poor barrier separation of the sample. 3rd of 4 patients. The following information was provided by the initial reporter: the tubes are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B.5. Describe event or problem: it was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg there was poor barrier separation of the sample. 1st of 4 patients. The following information was provided by the initial reporter: the tubes are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality were not under statistical control for the month of september 2023. No further clinical testing can be performed as a lot number was not provided. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10

Event description:
It was reported that after centrifugation with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg there was poor barrier separation of the sample. 1st of 4 patients. The following information was provided by the initial reporter: the tubes are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation.